Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a recurring restart alert associated with a bluetooth communication error, and the user¿s attempt to restart did not resolve the issue; the problem was characterized as a failure to read an input signal related to the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss consistent with a device communication failure involving the circuit board, aligning with a failure to read an input signal. Physical investigation revealed that it is apparent that at some point the housing seal failed and fluid was allowed to enter the device. The fluid of unknown origin was able to corrode the cap touch button the back of the display panel and the bluetooth chip causing it to fail. The device will be scrapped. The customer complaint is confirmed.